Manufacturer narrative:
A batch record review was conducted which showed no non-conformances or anomalies that may have caused or contributed to this event. The devices were manufactured and sterilized to specification. Seroma is a common complication after implant based breast reconstruction with or without the use of surgical mesh. The reported information revealed no potential causes for this event and the root cause could not be determined.

Event description:
A patient underwent expander based breast reconstruction with ovitex prs ltr on (B)(6) 2024. It was reported that a draining sinus occurred requiring incision and drainage which resulted in the removal of the remaining ovitex prs on (B)(6) 2024.